Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing. Inappropriate atrial tachy response (atr) episodes as a result of the noise were also observed. Boston scientific technical services (ts) reviewed available device data and recommended in clinic lead integrity testing. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).